Manufacturer narrative:
Notification sent late due to search filters being wrong. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) - the dentist reported that after the dental implant was installed in intraoral region 11#, its loss of osseointegration was observed.

Manufacturer narrative:
Notification sent late due to search filters being wrong. Theinformation provided in this report was based on information given bythe dentist in neodent¿s products warranty form. The original complaintwas received by the subsidiary and did not arrive in the manufactureryet. When this happens, a new evaluation of the complaint will becarried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4)- the dentist reported that after the dental implant was installed in intraoral region 11#, its loss of osseointegration was observed.